Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 494 mg/dl, 557mg/dl, and 67 mg/dl; 523 mg/dl and 177 mg/dl; 293 mg/dl and 23 mg/dl; 119 mg/dl, 471 mg/dl, and 272 mg/dl; 309 mg/dl, 361 mg/dl, and 23 mg/dl; 520-something mg/dl, 470- something mg/dl, 64 mg/dl. The comparisons were obtained on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.